Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that they experienced high blood glucose level and compromised force sensor system. Customer's blood glucose value was 500 mg/dl at the time of the incident. The drive support cap appears normal (recessed). The customer was assisted with troubleshooting and declined for high blood glucose. Customer will return device for analysis.

Manufacturer narrative:
Pump was unable to prime during the prime test due to cracked end cap. Unable to verify the compromised force sensor system alarm due to prime anomaly. Unit received with minor scratched display window, cracked battery tube threads, cracked reservoir tube lip and stained end cap sticker.